Manufacturer narrative:
(B)(4). Eval summary: based upon the inquiry info received visual and functional examination: the unit was found to require the main pcb board system to be replaced. The device was functionally tested, met all product requirements and returned to the customer.

Event description:
It was reported the system responded with error 1 on power up for a case. The customer used a second generator with no pt consequence. They troubleshot the problem and the error reoccurred with nothing plugged into the front.